Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient's device was removed about 9-10 years ago. The device was removed in an attempt to find the cause of a series of infections that she was going through. After the device was removed, the patient developed a build-up of drained fluid in a sack. The patient was unsure if this was the sack that was used for the device. No further information was provided. Diagnostic and outcome information, the drug in the pump and the patient's pertinent medical history were requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.